Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 130 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to lose protruded drive support disk. Device passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. No moisture damage noted on electronics assembly.